Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no longer functioning, the device presented inflation issues, and the pump wasn't moving fluid. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no longer functioning, the device presented inflation issues, and the pump wasn't moving fluid. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a comprehensive analysis. The cylinders were microscopically inspected and leak tested. Both cylinders exhibited wear at folds in the proximal and distal ends. Leak testing passed. The pump was microscopically inspected, leaked and functionally tested. Functional testing revealed the ms pump failed activation tests 2 and 3. Microscopic and leak inspections passed with no damage or abnormalities observed. The reservoir was microscopically inspected and leak tested; both passed with no damage or abnormalities found. Based on the available information and analysis results, the pump not passing the functional test, could have caused or contributed to the reported clinical observations of device inflation issue, device mechanical issue, and pump mechanical issue. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.